Event description:
Information was received from a patient (pt) regarding an external device. It was reported, that they need a new controller as theirs shattered on the driveway. Pt states their unit is in 4 pieces. Patient services (ps) had a hard time gather information as pt was escalated on the call. Pt reports, they cannot control anything. Pt states, they just left from manufacturer representative¿s (rep) office. Pt became upset saying how they can¿t get the new unit to work, ps reviewed will need to pair. Pt states 40% charged and cannot charge without controller. Pt states they have no way to control this and that they are getting zapped and requested device to be turned off. Ps reviewed can try with device, and pt states shattered in 1000 pieces and cannot turn off. Ps advised to contact their hcp or the rep to help with turning off the ins today. As ps reviewed, quickest way is that we can overnight the equipment for thursday. Pt states, they just left office and the rep. Pt ended call upset, and ps could not gather more information. A replacement controller and battery pack were requested.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer. Patient product ID m995402a001, serial#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.